Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects patient effect of angina, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 40 months post xience prime stent implantation in the mid left anterior descending artery, the patient experienced angina and was hospitalized. Stress test was negative. Electrocardiogram was negative for myocardial infarction and cardiac biomarkers were negative. The patient was treated with medication and on (B)(6) 2013, the event resolved and the patient was discharged. No additional information was provided.